Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000115345. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experience lead migration and the issue was confirmed via imaging. As a result, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned to address the issue. The investigation did not determine which lead is related to the issue.